Event description:
Pt was undergoing an MRI of the shoulder, experienced a warming sensation during the exam. After the exam pt stated that his arm was hot. The MRI technologist looked at the arm and said it was warm, but didn't see anything. Received f/u from the pt later that night his arm blistered up. Informed the pt to f/u if needed. Contacted radiologist on duty of burn.